Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Protocol number is unknown. No product information has been provided to date.

Event description:
It was reported that the intravenous line filter is wet and a little drop would come out. When this happened, the patient changes the tubing as she is not sure she is getting the correct amount of medication. According to the patient, this is not something that happens all the time and when it does it is just a little drop that comes out and it can happen before or after she changes the tubing. Also, the patient stated confirming the tubing is attached correctly and that she does change tubing with every cassette change. There was no interruption in treatment due to this issue. Patient was able to successfully continue infusion. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.